Event description:
It was reported by surgeon to sales that an edwards mitral bioprosthetic valve size 27 mm was implanted, then, "postoperative echo showed moderate mr so surgeon went back on bypass and interrogated the valve. Surgeon did not see any issues so he closed the atrium. After coming off bypass and doing an additional echo the valve showed mr toward the commisure." The device remains implanted. Medical records were provided and reviewed: (B)(4). Operative notes indicate: " the mitral valve was sized to accommodate a 27 mm pericardial edwards tissue valve. Circumferential pledgeted sutures were placed within in the mitral valve annulus (intra-annular position with pledgets on atrial side), which were then passed through the cuff of the mitral valve prosthesis, which was brought down into place and sutures tied. Valve seating and sutures were inspected fully with no areas of concern. There was a "dimple" within the leaflets of one of the posts (posterior) which was further inspected and no evidence of suture, pledget, calcium or valve material identified as the cause. The left atrium was then further inspected and closed using a running 4- 0 prolene suture...echocardiography was performed and revealed that there is a central jet within the prosthetic mitral valve. This was further assessed on echocardiography in detail and did not identify any potential perivalvular leaks or any mechanical obstruction that would be causing this. However on discussion with surgical colleagues, we decided to reopen the left atrium and went back on bypass with clamping of the aorta once again. A second pump run as well as cardiac arrest was performed using antegrade and retrograde cardioplegia. The left atrium was opened and inspection of the mitral valve was performed once again. We probed the valve and confirmed that there is a slight kink within the leaflets' insertion of one of posterior strut of the valve that was possibly from the manufacturer production line. Again, there were no sutures, pledgets, calcium, or residual valve leaflets that were affecting the leaflets of the prosthetic mitral valve in place. We considered replacing the valve altogether, however, this was not found to be a viable option due to the significantly impaired ventricular function of the patient and overall status as well as the mild nature of the regurgitation. We proceeded to close the left atrium and completely de-air the ventricle once more. The patient was slowly and uneventfully weaned from cardiopulmonary bypass at this point following restoration of cardiac flow. Once again, the patient was allowed to reperfuse and was given appropriate pressors and inotropes as well as insertion of an intraaortic balloon pump from the right femoral artery using seldinger technique. The patient was slowly uneventfully weaned from cardiopulmonary bypass with moderate doses of pressors and adequate ventricular function similar to baseline." Transesophageal echocardiography report performed on (B)(6) 2013 (2 days post implant) indicates, " bioprosthetic mitral valve. Mild to moderate mitral regurgitation through the commissures of the valve cusps, not paravalvular. Mitral valve higher velocity and pressure gradient is in part secondary to valve regurgitation. No structural pv abnormalities noted."

Manufacturer narrative:
A recorded video was provided to edwards showing the surgeon attempting to probe the valve in order to detect any entrapment under the device (in the ventricle). The provided video was reviewed by edwards, remarks as follows: " creases are evident in two leaflets radiating from the same location at the commissure of the valve. The tip of the commissure is visible, and the restricted motion of the leaflet free edges when probed are all indicative of leaflet tethering. There is no definitive view present in the video to make a certain determination what is tethering the leaflets." However, it is highly unlikely that the condition of the two leaflets (wrinkled) shown in the video would pass edwards manufacturing inspection. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Moreover, echocardiography imaging cds were provided and reviewed by an edwards consultant - impression as follows: " on intraoperative tee, there is mild central mr that is not unusual early after implantation of this pericardial bioprosthesis. On transthoracic imaging on the 2nd postoperative day, there is probably mild-to-moderate central mr. Some of the images on tte have high color-flow doppler gains, and might over-state the amount of mr present. Some amount of central mr is anticipated early after implantation of this pericardial bioprosthesis. Although the amount seen on apical images on the tte appears somewhat more than usual, it does not appear to be of hemodynamic significance, and may resolve or diminish in the weeks after surgery." The reporting surgeon was contacted on (B)(4) 2013 and indicated that the patient is feeling great was being discharged from the hospital. Also indicated that the observed regurgitation is not clinically significant. Therefore, the provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. It is possible that this event was due to technique or patient related factors.